Event description:
It was reported that the patient presented to the or for device changeout due to normal eri. Externalized conductors were observed. No electrical anomalies were noted. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.